Event description:
It was reported that an ilet displayed a high state of charge while connected to power but repeatedly powered off when disconnected; when reconnected to the charger, two blue circles including a lock icon appeared and the device restarted, and a replacement was arranged. Symptoms included hyperglycemia with a reported blood glucose of 215 mg/dl. Outcomes included no health consequences or impact. Investigation included interviewing and communicating with the user and analyzing information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.